Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: outer insulation breached; full lead returned and analyzed.

Event description:
It was reported the lead was explanted and replaced due to oversensing of noise and a suspected insulation failure. No patient complications were reported as a result of this event. The patient's status was reported as "ok".